Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and / or reoperation: right rupture, capsular contracture; baker grade unknown, and migration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 40-year-old caucasian female patient underwent primary breast augmentation with 245cc mentor memory shape breast implant on both sides and experienced right side breast implant bottoming out, capsular contracture; baker grade unknown, rupture, and flattened implant on the left side postoperatively; diagnosed after physical exam. It was reported that the patient suffered chest injury on the right side during riding horses. The patient has consulted with the healthcare professional. The patient underwent bilateral replacement surgery with non-mentor sientra devices on (B)(6) 2023. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On august 22, 2023, the mentor failure analysis lab received the device for evaluation. On august 25, 2023, device evaluation was completed. Device evaluation summary: mentor conducted the visual inspection and microscopic examination. Visual analysis of the returned sample revealed that the mentor memoryshape¿ mm 245cc breast implant had a tear on the anterior view, measuring approximately 10.1 cm. A microscopic examination was performed and instrument damage was not found on the area of the tear. The evaluation determined that the possible cause of the rupture was the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).